Event description:
The customer reported to olympus, the hd autoclavable camera head had no picture. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, image disappeared, darkened and the visual field was suddenly lost, due to faulty cable. It was noted that the cable has suffered a cable break, the cane and the buttons had wear and tear. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, broken cable was confirmed and the phenomenon, ¿no image due to faulty camera head¿, was determined to be caused by the faulty cable. Additionally, technical evaluation report (ter) also stated wear and tear as assignable cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.